Manufacturer narrative:
The date of death and date of event of (B)(6) 2022 is estimated based of the aware date of (B)(6) 2022 as the exact date was not reported.

Event description:
It was reported that the patient died. The patient presented for urgent coronary angioplasty. The target lesion was located in the calcified left main coronary artery. A 15/3.00 flextome cutting balloon was selected for use. During the procedure, following multiple pre-dilations with a 3.50 x 15 mm non-boston scientific balloon, hypoexpansion of the lesion was observed and the decision was made to use the 3.00 x 15 flextome cutting balloon. The balloon was inflated three times. However, the shaft broke, leaving the balloon stuck in the lesion. The patient then died.

Manufacturer narrative:
B2 and b3. The date of death and date of event of (B)(6) 2022 were estimated based of the aware date of 07jan2022 as the exact date was not reported. Device evaluated by manufacturer: the device was returned for analysis. Based on potential hazards/failure modes identified, the following attributes were considered during analysis: a visual and tactile examination identified multiple kinks along the hypotube. A visual and microscopic examination of the distal extrusion confirmed that a break had occurred in midshaft. The break was located approximately 3cm distal from its proximal end. The distal section of the break including the distal extrusion shaft, balloon and tip sections were not returned for analysis.

Event description:
It was reported that the patient died. The patient presented for urgent coronary angioplasty. The target lesion was located in the calcified left main coronary artery. A 15/3.00 flextome cutting balloon was selected for use. During the procedure, following multiple pre-dilations with a 3.50 x 15 mm non-boston scientific balloon, hypoexpansion of the lesion was observed and the decision was made to use the 3.00 x 15 flextome cutting balloon. The balloon was inflated three times. However, the device broke, leaving the balloon stuck in the lesion. The patient then died.

Manufacturer narrative:
B2 and b3. The date of death and date of event of (B)(6) 2022 were estimated based of the aware date of 07jan2022 as the exact date was not reported. H6 device codes corrected.

Event description:
It was reported that the patient died. The patient presented for urgent coronary angioplasty. The target lesion was located in the calcified left main coronary artery. A 15/3.00 flextome cutting balloon was selected for use. During the procedure, following multiple pre-dilations with a 3.50 x 15 mm non-boston scientific balloon, hypoexpansion of the lesion was observed and the decision was made to use the 3.00 x 15 flextome cutting balloon. The balloon was inflated three times. However, the device broke, leaving the balloon stuck in the lesion. The patient then died.